Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the main body tubing revealed a split/torn open approximately 15cm from the distal tip, exposing severely damaged guide coil, center support and steering wires. In addition, all ring, tip, magnetic sensor and thermocouple wires were broken and electrically open. The irrigation tubing was also torn open. Evidence of torn, stretched and melted main body tubing was observed. Dried body fluid was found on the handle. All six distal tip irrigation holes were clean and clear of any obstructions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that during preparation of the intellanav oi catheter the irrigation was not the same over the full tip, there was asymmetric flow. Two of the six irrigation holes were blocked. The procedure was completed using this device. No patient complications were reported. However; returned device analysis revealed split/torn main body tubing.